Manufacturer narrative:
Initial and final MDR 1947113- MDR 3003442380-2024-22414- device 3 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced a kinked cannula. The issue occurred with seven similar types of infusion sets. The site was patient's abdomen. Moreover, five infusion sets had blood. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.